Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella rp device for mechanical circulatory support. During support, the placement signal malfunctioned. There was a 'placement signal not reliable' alarm. The placement signal waveform was not visible on the automated impella controller screen after the issue occurred. There was no patient harm. At this time, the patient is still on support.

Event description:
An impella rp device was inserted via the right internal jugular vein in a 57-year-old male patient for elective placement during a coronary artery bypass graft and valve procedure. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. The patient was also supported with impella 5.5 and extracorporeal membrane oxygenation. Extracorporeal membrane oxygenation was the primary hemodynamic support device, with the impella utilized for ventricular unloading. During support, a placement signal not reliable alarm was reported. Following the alarm, the placement signal waveform was no longer visible on the automated impella controller. It was unknown whether pump position was confirmed by echocardiography. The pump was not replaced, and target activated clotting time was maintained throughout support. End-organ failure was noted to be present at the start of the case. Despite the placement signal issue, support was continued for an additional 13 days. While on support, the impella rp device was operating at performance level 5 with expected flows of 1.4 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient subsequently expired while on support. The death is conservatively being reported to the impella rp; however, it is unlikely related and is most likely attributed to the patient¿s underlying critical condition, including end-organ failure, as they presented in society for cardiovascular angiography and interventions (scai) shock stage c, in the setting of multiple mechanical circulatory support devices.

Manufacturer narrative:
Corrected information was provided in b2, h1, h6. Upon review, the report has been updated accordingly to accurately reflect the appropriate reportable event category. Corrected information was provided in d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?), h5 (labeled for single use?). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information was provided in d6b (explant date). Upon review, it was identified that explant date has now been updated. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative.